Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, the patient was on a short-term oral anticoagulant (oac)/dual antiplatelet therapy (dapt) medication regiment. Smoke was noted in the pre-transesophageal echocardiogram (tee) that was performed but no thrombus was seen in the left atrium or laa. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The patient received 7000 units of heparin before the physician performed the transseptal puncture. After a successful transseptal puncture was completed, the patient received an additional 7000 units of heparin. It was noted that more smoke was seen via tee in the la post transseptal puncture. The patient received another 1000 units of heparin, and the procedure was continued. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and after 7 partial recaptures it was successfully implanted in the laa of the patient. The closure device was released from the core wire and the was and wds were removed from the patient. At this time, a thrombus was noted to have formed on the closure device. The physician started a heparin drip and kept the patient overnight to treat this event. There were no other complications or consequences as a result of this event. The patient is doing well and will be discharged home on a medical regiment of eliquis and aspirin.